Manufacturer narrative:
This report is being submitted by cordis as an importer of the device. However, the entire form is being filled out for purposes of enabling the MDR submission. The device is an elunir stent but the catalog and lot numbers are not available.

Event description:
During a percutaneous coronary intervention with an elunir stent of a chronic total occlusion (cto) and heavily calcified left main (lm) and ostial left circumflex (lcx) on which pre dilation could not be done well, once the physician couldn¿t cross the cto he pulled the elunir system back and kept the guide catheter in place (rather than pull together) at which point the guide stripped the stent off. There was no attempt made to retrieve the dislodged stent. The procedure was successfully completed by pre-dilating the stenotic lesion and the physician redeployed a stent. The patient was in stable condition. There was no patient injury and the device will not be returned. The type of procedure was a left heart cath. The device was prepped per the IFU. There was no difficulty experienced in prepping the device and the stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. A .014 wire size guidewire was used. The catalog and the lot numbers are not available.